Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the unit booted to a black screen and the micro processing unit was replaced to resolve. Analysis further noted that the system fan was noisy and it was replaced as well. The hard drive was reimaged and the software reloaded. (B)(4).

Event description:
It was reported that the programmer booted to a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.